Event description:
The customer reported that the insulin pump alarmed button error and customer had low blood glucose. Customer blood glucose was 68 mg/dl. Customer stated not concern about his low blood glucose, did not troubleshoot low blood glucose. Troubleshooting was done for button error. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. All buttons function properly however, corroded keypad traces noted during our visual inspection. No unexpected button error alarm noted. The insulin pump has minor scratches on the lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.